Manufacturer narrative:
The disposable devices were not returned; therefore no direct device analysis was conducted. The treatment file was obtained and the control unit operated properly. The catheter and rtu device history records were reviewed; all manufacturing and quality assurance testing was carried out in accordance with standard procedures and the devices met specifications at the time of release. As no device was returned for analysis and the treatment file demonstrates the control unit operated appropriately, it is not possible to determine the root cause of the event.

Event description:
The pt reported that he is still experiencing pain during urination approx one year after a transurethral microwave treatment (tumt) procedure. The pt was treated for a urinary tract infection (uti) post tumt procedure, but has since tested negative for a uti and is still experiencing pain during urination. The physician successfully completed the tumt procedure with a coolwave control unit and targis microwave treatment catheter. No further injuries or complications were reported.